Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during revision the inner part of the lag screw driver (the tip of the retention rod) broke off during a removal. This did not affect the outcome of the case or cause any issues. No delay was reported and it is unknown if the revision surgery was being performed to s&n components.